Manufacturer narrative:
On the (B)(6) 2010 the device recorded a successful manual power up. Between the (B)(6) 2011, the device recorded 35 low battery fails. Later on (B)(6) 2011 the device was manually powered up and passed a self-test, suggesting a further pad-pak had been installed. No further log entries were recorded after this date. The investigation was unable to replicate the reported fault. The device performed to specification during testing at heartsine. It is likely that the low battery fails recorded in the memory log were due to a genuinely depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.